Manufacturer narrative:
H10. Updated/additional information ¿ g1. G2. G4. H6. H7. H8. H9. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis. H11. Corrections ¿ d1. D4. H4.

Manufacturer narrative:
Concomitant medical products: serial #: (B)(6), category #: 130-36-53 - nv gxl linr, ntrl, 36mm ID, group 3 cups, serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. Manufacturer: 04/02/10, expiration: 03/30/14, serial #: (B)(6), category #: 120-65-35 - bone screw 6.5mm dia x 35mm long, serial #: (B)(6), category #: 164-01-15 - element-stem, collarless w/ha, std offset, sz 15, serial #: (B)(6), category #: 186-01-56 - integrip cc, cluster 56mm,g3.

Event description:
Per a report from the legal department a 67 y/o male patient had an initial right hip replacement on (B)(6) 2012. Approximately 10 years and 3 months after the initial procedure the patient had a right hip revision on (B)(6) 2023 due to loosening. Op report: the patient tolerated the procedure well and was then transferred to the post anesthesia care unit and recovery room in stable condition. There is no device return. There are no photos or other images of the device provided. No additional information is available.